Manufacturer narrative:
The driver was received at the MFR for service. During the investigation, the device overheated, which was then reported. Based on the investigation details, the likely cause was the potted trigger assembly and a worn gear train. The rotor and gear train were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
The driver was returned to the MFR for service, and during the investigation, the device overheated. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.